Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 365 mg/dl and 65 mg/dl. Customer had blurry vision and felt like his blood sugar was low, so he tested and obtained the reading of 365 mg/dl. He retested and obtained the reading of 65 mg/dl. He drank some orange juice in response to the reading of 65 mg/dl and felt better in a few minutes. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.